Manufacturer narrative:
Concomitant medical products: 5071-53 lead implanted (B)(6) 2010 dtba1d1 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out the physician noted "in inspecting the leads, there was a silicone repair of the atrial lead" at a previous time as there was a repair sleeve over the lead. The lead remains in use. No patient complications have been reported as a result of this event.